Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced an extension of an ischemic stroke while off of anticoagulation medication (heparin) for the procedure. The stroke occurred 1.5 hours after the procedure while the patient was in the post-anesthesia care unit (pacu). The patient had residual hemiparesis (paralysis on one side of the body) due to the stroke. The patient was discharged on post-procedure day eleven. The following instruments were used to biopsy the target lesion during this procedure: intuitive 21g flexision biopsy needle, forceps, a cytology brush, a bronchoalveolar lavage. A fiducial marker was also used during this procedure.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs for the event date (B)(6) 2021 were not available as of this time of the report, hence, no log review for this procedure has been performed. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: the patient reportedly underwent an ion endoluminal lung biopsy procedure and experienced an extension of an ischemic stroke 1.5 hours post-procedurally in the pacu. The clinician indicated that the patient was held off anticoagulation medication therapy for hours for the procedure. The patient had residual hemiparesis and was hospitalized for eleven days. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.